Event description:
It was reported that the patient had a slight heart attack a few days after surgery for spinal cord stimulator. It was unknown whether it was related to the device therapy. Additional information requested but had not been received as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID neu_unknown_lead, serial # unknown, product type lead. (B)(4).